Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04072. It was reported the pt was unable to receive stimulation due to the system auto-reducing. The sjm rep met with the pt for reprogramming but was unable to provide the previous stimulation coverage; some contacts were invalid. The pt was scheduled for an additional reprogramming session.